Event description:
It was reported that at the beginning of the ptca, it was easy to insert the bmw guide wire into the vessel. The physician used a ml zeta stent delivery system (sds) to perform primary stenting of the vessel. Initially, there was some friction, but the sds was continued to be pushed forward. Suddenly, the sds could not be advanced any further before reaching the target site. Both devices were retracted as one unit; however, only the stent system and one part of the guide wire could be removed. The distal part of the gudie wire was retrieved with a "gooseneck" snare device.